Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported they had pain on the implant site as well as "burning and discomfort in my chest where the device is," which started in (B)(6). The patient also stated they were "having a lot of pain in my face and neck, that's my chronic nerve pain, and the stimulator is not helping control the pain and it hurts, and had been getting worse." It was noted this was happening on a daily basis and was a gradual change in therapy. The patient tried raising and lowering stimulation but this didn't help the pain. There were no falls or trauma reported. It was noted the manufacturer's representative (rep) saw the patient at their first follow-up visit, but the patient never complained of burning at the incisional area or the site of the implant. The patient was implanted for a motor cortex issue which was off label as well as an intended for use of non-malignant pain so the doctor did the visits. If anything was done with the device the doctor was in the room.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturing representative (rep) reported that the patient was having discomfort, so the hcp sent her to have an allergy test done. The patient had been tested for allergies in the product, and the results showed she was allergic to some of the components. The issue was not resolved at the time of the report. No surgical intervention occurred, but one was planned. It had not been scheduled yet. The doctor was going to be explanting the device. It was noted that this was an off-label use of the product. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.